Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged nasal/throat irritation. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal investigation showed that there were no evidence of foam degradation associated to this allegation. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device the device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The manufacturer concludes that there were no signs of sound abatement foam degradation. Section d8, d9, g3, h6 has been updated/corrected.

Manufacturer narrative:
Additional information was received on apr 20, 2022, and section h11 should be reported as: the manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged nasal/throat irritation. Additional information was received about the allegation of illness and also alleged visualization of particles. There was no report of serious patient harm or injury. Section h6 health effects: clinical codes has been updated in this report.